Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 260 units of insulin during the load sequence. Multiple follow up attempts were made by tandem technical support to complete troubleshooting; however, the customer did not respond. Customer¿s blood glucose level was 150 mg/dl.